Event description:
Approximately 26 months ago, patient developed deep vein thrombosis of the left lower extremity and pulmonary emboli. At that time a bard g2 filter system was placed in the infrarenal position without complication. About four months ago chest x-ray noted a thin 3 cm in length wire opacity was overlying the left heart border. It likely represented a small wire fragment embolized to the lung. A CT scan was performed seven weeks ago which demonstrated a retained wire fragment in the left lower lobe pulmonary artery. The finding was discussed with the patient and that the small fragment was of no consequence and there would not be an attempt to retrieve it. Further discussion with the patient regarding the risk of further fractures of the indwelling filter was done and patient verbalized the risk and agreed to removal. The ivc filter was against the wall of the inferior vena cava. One week ago, an inferior venacavogram with inferior vena cava filter removal was performed with successful retrieval of the bard g-2 filter.